Manufacturer narrative:
Investigation: a review of the device history record confirmed that the device was manufactured and tested according to relevant procedures,and shipped according to manufacturer's specifications. Surgeon/user information analysis: on (B)(6) 2024 apifix was notified that patient # (B)(6) has a broken implant after 4 years. Patient showed up to clinic on short notice and the implant was explanted that day. According to the reporter, "the patient came to the clinic in pain and was operated on the same day (may 15). The implant broke at the extender attachment. The first operation was on (B)(6) 2020. The patient could not name any particular event that could have led to the fracture. However, according to the reporter, two things stand out: 1. Patient has a severe kyphosis and it looks on the last intact lateral image as if the implant is in contact with the later fracture point on the extender. 2. The patient has a severe loss of correction, although the implant has been in the patient for almost four years. There seems to have been little support from body structures, so that the full load was permanently on the implant. It was a removal only at this stage. Implant was collected and will be returned to manufacturer for analysis." Apifix followed up with the reporter to obtain additional information which was partially received. According to the reporter, patient is a female with normal bmi, no impact sports, no trauma, according to the surgeon. Patient reported into the clinic because of pain and cracking noise from her back and surgery took place the next day. Medical director reviewed all available information noted that it is challenging to determine how much correction was lost with the breakage because we have an undated film and then the broken film. However, earlier films suggest that the kyphosis increased over time, indicating an unstable curve that was also progressing in the coronal plane. It appears that the implant was bearing the entire load due to little support from the body's structures, and the medical director agrees that an intervention could have been performed before the breakage occurred, but without the necessary films, pinpointing the optimal time for intervention is difficult. Risk assessment: reoperation events are a known risk that was assessed and recorded by the product risk assessment. Implant breakage is addressed in the IFU as potential risks associated with the mid-c system and spinal surgery generally. The risk of broken rod - implant breakage has been assessed and found to be acceptable (dms# 777 rev s hazard ID 107- mechanical failure resulting in breakage of rod) the risk has been quantified, characterized, and documented as acceptable within full risk assessment. The subject device is expected to be returned to manufacturer where a failure analysis will be conducted. Once additional relevant details become available; a supplemental report will be submitted.

Event description:
On (B)(6) 2024 apifix was notified that patient # (B)(6) has a broken implant after 4 years. Patient showed up to clinic on short notice and the implant was explanted that day. According to the reporter, "the patient came to the clinic in pain and was operated on the same day (may 15). The implant broke at the extender attachment. The first operation was on (B)(6) 2020. The patient could not name any particular event that could have led to the fracture. However, according to the reporter, two things stand out: 1. Patient has a severe kyphosis and it looks on the last intact lateral image as if the implant is in contact with the later fracture point on the extender. 2. The patient has a severe loss of correction, although the implant has been in the patient for almost four years. There seems to have been little support from body structures, so that the full load was permanently on the implant. It was a removal only at this stage. Implant was collected and is expected to be returned to manufacturer for analysis."